Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "pain", "scar tissue", and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease observed, on the device. Deformation observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Patient reported, right side "pain", "scar tissue". And capsular contracture, baker grade unknown. Healthcare professional, later reported, right side capsular contracture, baker grade IV. Device has been explanted and replaced.